Event description:
This unsolicited case from united states was received on 28-dec-2017 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency MRI showed major inflammation in all soft tissue surrounding left knee and after few days, fluid was a little cloudy and cell count was slightly elevated. No past drug, concomitant medication or medical history was provided. The patient's concurrent conditions included chronic urinary tract infection. . On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for osteoarthritis knee pain (batch/lot number: 7rsl013 and expiry date: 30-apr-2020) into the left knee. On an unknown date in 2017, three weeks ago the patient came back with a warm swollen left knee. On an unknown date in 2017, the physician aspirated the knee, the fluid was a little cloudy, it was sent off and the cell count was slightly elevated at 16,000, but nothing was seen on the gram stain. It was reported that 1 cc of betamethasone (celestone) was injected in the knee, and the patient was better for 5 days, then the pain returned. On an unknown date in 2017, the patient was sent for an MRI, which showed major inflammation in all the soft tissue surrounding the left knee. The patient was sent to the hospital where the trauma surgeon took her into surgery on (B)(6) 2017 and washed out the left knee. It was reported that a tissue sample from the left knee was sent off for culture, which had not shown anything yet, but they would continue to allow the culture to grow. The patient's physician was not sure that the synvisc-one was responsible for the patient's left knee symptoms. Corrective treatment: celestone, surgery for MRI showed major inflammation in all soft tissue surrounding left knee; not reported for fluid was a little cloudy and cell count was slightly elevated outcome: not recovered for both the events a global pharmaceutical technical complaint was initiated and ptc results were pending for the same. Seriousness criteria: hospitalization/prolongation and required intervention for MRI showed major inflammation in all soft tissue surrounding left knee.

Event description:
This unsolicited case from united states was received on 28-dec-2017 from a physician. This case concerns a 70 year old female patient who received treatment with synvisc one and later after unknown latency MRI showed major inflammation in all soft tissue surrounding left knee and after few days, fluid was a little cloudy and cell count was slightly elevated. No past drug, concomitant medication or medical history was provided. The patient's concurrent conditions included chronic urinary tract infection. . On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for osteoarthritis knee pain (batch/lot number: 7rsl013 and expiry date: 30-apr-2020) into the left knee. On an unknown date in 2017, three weeks ago the patient came back with a warm swollen left knee. On an unknown date in 2017, the physician aspirated the knee, the fluid was a little cloudy, it was sent off and the cell count was slightly elevated at 16,000, but nothing was seen on the gram stain. It was reported that 1 cc of betamethasone (celestone) was injected in the knee, and the patient was better for 5 days, then the pain returned. On an unknown date in 2017, the patient was sent for an MRI, which showed major inflammation in all the soft tissue surrounding the left knee. The patient was sent to the hospital where the trauma surgeon took her into surgery on (B)(6) 2017 and washed out the left knee. It was reported that a tissue sample from the left knee was sent off for culture, which had not shown anything yet, but they would continue to allow the culture to grow. The patient's physician was not sure that the synvisc-one was responsible for the patient's left knee symptoms. Corrective treatment: celestone, surgery for MRI showed major inflammation in all soft tissue surrounding left knee; not reported for fluid was a little cloudy and cell count was slightly elevated outcome: not recovered for both the events a pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 7rsl013 expiration date (04/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl013 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2018, there are 5 complaints on file for lot # 7rsl013: 1 missing syringe and 4 adverse event reports. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 âeoeproduct complaint handlingâe· to determine if a CAPA was required. Seriousness criteria: hospitalization/prolongation and required intervention for MRI showed major inflammation in all soft tissue surrounding left knee additional information was received on 13-mar-2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly.